Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter inside cannula was discovered prior to use with a bd blunt fill needle with filter. The following information was provided by the initial reporter: the customer claims she found a particle inside the cannula, which is still unpacked.